Event description:
During cerebral aneurysm procedure, two orbit coils stretched when they were positioned. They had to use another product to complete the procedure. The product was stored pre labeling instructions.

Manufacturer narrative:
Additional information will be submitted within 30 days of this report.

Manufacturer narrative:
During an unknown cerebral embolization procedure, two 10x30 complex fill tdl orbit coils stretched when they were positioned. Another product had to be used to complete the procedure. The product was stored per labeling instructions. It was indicated that there was no potential adverse event. No further clinical or procedural information has been obtained in response to multiple follow-up investigational attempts. The devices were not returned for analysis. A review of the manufacturing documentation associated with final assembly lot 13470985 and coil subassembly lot 14034145 and 14034146 presented no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection results testing. Without the return of the device for analysis and due to the lack of procedural information, no conclusion can be made regarding possible contributing factors or root cause of the reported stretching of the coils. Therefore, no corrective actions will be taken at this time.